Manufacturer narrative:
(B)(4).

Event description:
The patient reported through social media he had an micl implantable collamer lens implanted on (B)(6) 2016. Approximately one hour after the surgery the eye pressure had increased and the patient complained of a headache. The surgeon was able to reduce the pressure. The patient has complained of glare but it has reduced over time. The patient's vision is 20/15. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.